Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sheath was deformed, showing signs of stretching and twisting at the proximal one-third portion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during a diagnostic radial probe procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred during a diagnostic radial probe procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a diagnostic radial probe procedure the subject device a had plastic sheath that was tight on the needle and when pushing the needle, the plastic sheath was extending. The procedure was completed using a similar device. There were no reports of patient harm.